Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Treatment with dianeal was ongoing. The patient experienced peritonitis manifested by abdomen pain, cloudy effluent and diarrhea and was hospitalized. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital and recovered from this peritonitis event.